Event description:
"In 2003 day of surgery of orif approximately 2150 spouse came out of room saying 'something is wrong'. Pt was cyanotic and pulseless. On pca morphine. Pt had also been given phenergan 12.5 mg IV for nausea 35 minutes before occurrence. Code called, narcan 1.6 mg given. Intubated. Weaned vent." The pt became cyanotic and pulseless while the device was in use. The reporter stated that the amount missing from the narcotic bag coincided with what the pump indicated had been delivered, and the pump had been programmed correctly. Reportedly the pt receovered. The pump was not isolated. Though requested, no additional info was provided.